Manufacturer narrative:
As the customer did not retain the finished goods lot number, the device history record and lot history could not be reviewed. The returned sample was visually inspected and no obvious defects were found. A full pressure internal leak test was performed on the cassette and no leakage was detected. The root cause for this incident is unknown. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.(B)(4).

Event description:
A customer reported that the cassette leaked into the system and caused the system to shut down during the procedure. The case was completed with another system with no patient harm. A product sample was received at the manufacturing site and it is awaiting evaluation.